Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2021. During the procedure, the clip was able to close the tissue. When the clip was tried to open, it opened at more than 90 degrees, and was not possible to correctly grasp the tissue. The clip was then attempted to be deployed, but was not able to be released from the catheter. After many tries to deploy the clip, the stiff part of a jagwire was used in order for the clip to fell down. The clip was left in the patient, and will wait to naturally follow down. The device came out only with the catheter, and the procedure was completed with another resolution 360 clip device. It was also noted that the handle spool physically reached at the end of its stroke, but with a very high resistance and not proportionally with the opening of the clip. The control wire in the handle was also broken. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2021. During the procedure, the clip was able to close the tissue. When the clip was tried to open, it opened at more than 90 degrees, and was not possible to correctly grasp the tissue. The clip was then attempted to be deployed, but was not able to be released from the catheter. After many tries to deploy the clip, the stiff part of a jagwire was used in order for the clip to fell down. The clip was left in the patient, and will wait to naturally follow down. The device came out only with the catheter, and the procedure was completed with another resolution 360 clip device. It was also noted that the handle spool physically reached at the end of its stroke, but with a very high resistance and not proportionally with the opening of the clip. The control wire in the handle was also broken. There were no patient complications reported as a result of this event. Additional information received on april 06, 2021. It was reported that the procedure performed was colonoscopy.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.